Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-01448. It was reported that the leads were incorrectly placed during implant on (B)(6) 2020. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein both the leads were explanted and replaced. Effective therapy established post-op.